Event description:
It was reported that "during a surgical gynaecology laparoscopic procedure, a piece of the non-ratchet handle snapped off and fell onto the patient. Surgeon managed to obtain this and give to the scrub nurse. Another non-ratchet handle was assembled and the procedure carried on. Nurse in charge informed. Sterile services to be informed. A replacement handle to be sourced. Patient was not harmed - alternative instrumentation sourced and procedure completed without further event." No negative impact in state of health reported.

Manufacturer narrative:
The device was not returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).